Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The device was placed on (B)(6) 2016. On (B)(6) 2016, a new intervention was performed for removal of a kidney stone under reno fibroscopy. During, the procedure the device separated into 2 pieces. One portion migrated into the kidney and the other into the bladder. Additional information has been requested. However, it was not provided at the time of this report.

Manufacturer narrative:
*Update* additional information provided confirmed the complaint device as a usi-628-rpc-lp, which is not manufactured by cook inc. Therefore, we kindly request that 1820334-2016-00243 be canceled.

Event description:
The device was placed on (B)(6) 2016. On (B)(6) 2016, a new intervention was performed for removal of a kidney stone under reno fibroscopy. During, the procedure the device separated into 2 pieces. One portion migrated into the kidney and the other into the bladder. *update* additional information provided confirmed the complaint device as a usi-628-rpc-lp, which is not manufactured by cook inc. Therefore, we kindly request that 1820334-2016-00243 be cancelled.